Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms and s, sales rep states he has been receiving calls from customers reporting the extension legs of the glidepath hemodialysis catheter kinking. He wants to know if there have been any change to the catheter. Ms&s informed the sales rep that no changes have been made that they have been notified of. Ms&s discussed possible causes of kinking and methods to prevent it an informed the sales rep the extension legs are made of tecothane. No reported patient injury. On (B)(6) 2017- according to the account, the extension legs were clamped and formed memory, so much so that it restricted flow. They were determining whether or not the catheter needed to be exchanged. No other information is available.